Event description:
Patient was reivsed to address loosening of the tibia.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported device loosening. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. It was noted the device has been implanted for approximately 14 years. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.